Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's stimulation stopped in the middle of the night, and then during the next day, she got a power on reset message (0x400) on the implantable neurostimulator recharger when charging and trying to turn the stimulation back on. The power on reset message was also on the patient programmer. The power on reset message was not related to an overdischarge event. The patient tried to turn it on while charging and the implantable neurostimulator battery level showed at 1/2 full when she tried. The patient cleared the power on reset message successfully and was able to turn the therapy back on and resume at the last programmer parameters. The power on reset message seen was a parity por, likely due to electromagnetic interference. The patient has not had another power on reset message occur as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.